Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item/lot, product not returned.

Event description:
It was reported that the abutment is loose in the patient's mouth. The patient called stating that their abutment has been loose in the mouth since (B)(6) 2024. Not sure of any fracture or reason for loosening. The patient feels that it is loose whenever eating. The implant and abutment was originally placed in 2002. The loosening has not been evaluated and there are no current plans for next steps.